Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. During procedure, several emerge and nc emerge balloon catheters were used for pre-dilation. A 3.00mx38mm synergy ii everolimus-eluting stent was advanced. After several attempts to cross the lesion, it was noted that the distal end stent struts got damaged. The procedure was completed with the implantation of shorter promus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds); was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the on the distal and centre of the stent distorted, overlapping, bunched and lifted from the stent profile. Struts at the distal edge are pushed proximally exposing the balloon wall. The crimped stent od was measured at the undamaged proximal end and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found one hypotube kink at 5.5cm from the end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. During procedure, several emerge and nc emerge balloon catheters were used for pre-dilation. A 3.00mx38mm synergy ii everolimus-eluting stent was advanced. After several attempts to cross the lesion, it was noted that the distal end stent struts got damaged. The procedure was completed with the implantation of shorter promus stent. No patient complications were reported and the patient's status was stable.